Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer could not confirm whether there was a delay in the start of the pre-cleaning or whether the device was soaked prior to manual cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories. The customer reported the distal end was wiped with clean, lint-free cloths/brushes/sponges. During evaluation of the device, the reported issue was confirmed: the bending angle in the up direction did not meet with specifications due to a worn angle wire. The worn angle wire also caused the up/down knob to have excess play. Visual examination found the following issues: the bending section cover adhesive was chipped and cracked with a cloudy area; the connecting tube was discolored; the adhesive around the light guide lens had a cloudy area; the adhesive around the objective lens was peeled; the scope connector was discolored, deformed and corroded; the universal cord protector was discolored; the suction cylinder was sheared and corroded; the control unit was discolored; and the connecting tube was wrinkled. The following components were scratched: connecting tube; connector cover; universal cord protector; universal cord; switch buttons 3 and 4; and image guide protector. Functional testing of the device showed that it did not meet with water removal ability due to dirt on the objective lens. The dirt on the lens also caused a foggy image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a bad angle. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the distal end (tip of objective lens, tip of lighting lens, tip of cover). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.